Event description:
New information received indicated that the patient presented for a procedure on (B)(6)2020 . The right ventricular lead was explanted. It was noted that the patient had pericardial fluid, and it was suspected the lead had perforated the ventricle. The patient was stable after the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up wound check in the clinic. The rv lead capture threshold was noted to be high. The patient was sent for a chest x-ray to compare with the post-op discharge x-ray. The patient is scheduled to come into the hospital for cardioversion and possibly be admitted for rv lead repositioning at that time if the rv capture threshold has not changed. The patient was stable before, during, and after the follow-up.